Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event with subsequent injuries and treatment. It was alleged that the even occurred due to administration of the product during dialysis treatment.